Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal loss of weight ("weight loss/ I lost almost 100 lbs. I went from 190 to 95 in 3 months and stayed taht way until just recently/ I lost 95 pounds in 2 months with essure"), gastric disorder ("still have a lot if stomach issue"), systemic lupus erythematosus ("lupus likes to flare up"), anxiety ("anxiety"), mood swings ("mood swings"), seizure ("seizures"), dyspareunia ("pain during sex"), coital bleeding ("bleed for days after having sex") and allergy to metals ("nickel allergy") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (medical device removal). At the time of the report, the pelvic pain, gastric disorder, anxiety, mood swings, seizure, dyspareunia and allergy to metals outcome was unknown and the abnormal loss of weight and coital bleeding had resolved. The reporter considered abnormal loss of weight, allergy to metals, anxiety, coital bleeding, dyspareunia, gastric disorder, mood swings, pelvic pain, seizure, systemic lupus erythematosus and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-uterine fibroid most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: new events pain during sex and bleed for days after having sex were added. Reporter added. On (B)(6) 2020: social media received. Event added- pelvic pain, nickel allergy. Medical device removal was done for event pelvic pain. Reporter information were added. On (B)(6) 2020: social media content. Event added-uterine fibroid. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal/ I had essure removed a year and a half ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abnormal loss of weight ("weight loss/ I lost almost 100 lbs. I went from 190 to 95 in 3 months and stayed taht way until just recently/ I lost 95 pounds in 2 months with essure"), gastric disorder ("still have a lot if stomach issue"), systemic lupus erythematosus ("lupus likes to flare up"), anxiety ("anxiety"), mood swings ("mood swings") and seizure ("seizures"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, gastric disorder, anxiety, mood swings and seizure outcome was unknown and the abnormal loss of weight had resolved. The reporter considered abnormal loss of weight, anxiety, gastric disorder, medical device removal, mood swings, seizure and systemic lupus erythematosus to be related to essure. The reporter considered gastric disorder, medical device removal, systemic lupus erythematosus and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, weight decreased and gastric disorder, sle. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: mood wings, anxiety, seizures were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal/ I had essure removed a year and a half ago') and systemic lupus erythematosus ('lupus likes to flare up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss/ I lost almost 100 lbs. I went from 190 to 95 in 3 months and stayed that way until just recently.") And experienced gastric disorder ("still have a lot if stomach issue") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and gastric disorder outcome was unknown and the weight decreased had resolved. The reporter considered gastric disorder, medical device removal, systemic lupus erythematosus and weight decreased to be related to essure. The reporter considered gastric disorder, medical device removal, systemic lupus erythematosus and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, weight decreased and gastric disorder, sle. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of product technical complaint. On 15-jan-2020: social media content received : reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and systemic lupus erythematosus ('lupus likes to flare up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss") and experienced gastric disorder ("still have a lot if stomach issue") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and gastric disorder outcome was unknown and the weight decreased had resolved. The reporter considered gastric disorder, medical device removal, systemic lupus erythematosus and weight decreased to be related to essure. The reporter considered gastric disorder, medical device removal, systemic lupus erythematosus and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, weight decreased and gastric disorder, sle no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.